Manufacturer narrative:
Customer indicated that a patient is suspected of having endophthalmitis and was contacting all device manufacturers involved in the surgery. The malyugin ring is not suspected to have caused the issue and there was no device malfunction. No device was returned. The bhr was reviewed and no anomalies were found. Patient cultures came back negative and patient vision is improving.

Event description:
The patient was evaluated post-op and suspected to have endophthalmitis. The patient was referred to a retinal specialist that day and began treatment.